Event description:
Customer reportedly received results of 552 mg/dl, 198 mg/dl and 90 mg/dl on his aviva system, all within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device but customer has discarded strips and strip vial. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product will not be returned because customer has discarded strips and strip vial. Device will not be returned.